Event description:
It was reported zimmer biomet received an anonymized study report summarizing the data of the versanail tibial nail system. It was reported that a patient experienced anterior knee pain and underwent re-operation for device removal

Manufacturer narrative:
(B)(4). Foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code - mechanical (g04) - im nail no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.